Event description:
In 1999, the left ventricular assist device was implanted and then started to alarm for a power limit advisory. MFR field svc personnel were contacted for assistance. Waveform from the left ventricular assist device were taken and confirmed the problem. MFR field svc personnel reviewed the possible causes of this event with the hosp. The surgeon repositioned the left ventricular assist device checking for obstructions, but found none. The hosp did note that this condition appeared to happen more often while using jackson-pratt drains and as a result, shut off the drains.